Manufacturer narrative:
Pr # (B)(4) on (B)(6) 2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Via email: distal tip of instrument broke, the event did not occur during patient use, no patient or user harm, no medical intervention. On (B)(6) 2018: the customer reported, no visible lot number, the tip broke while being utilized during a surgery. The device will be shipped via ups tomorrow. On (B)(6) 2018: no patient injury or intervention, nothing reported outside of the instrument breaking, patient's medical status after the event was stable. Although many other questions were asked, the customer was unable to provide answers. On (B)(6) 2018 additional information: could you please clarify if device broke during surgery or not. We are trying to determine reportability, and we would like to know if any piece of the instrument fell into the patient, and if so was an x-ray used to determine where it was? The device broke while the doctor was performing surgery. There was no patient harm. There were no x-rays. Do you know if any part fell into the patient, or would you be able to find out that information? Very unlikely anyone will remember because it was such a long time ago. No further information available. Pr # (B)(4) on (B)(6) 2018 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Manufacturer narrative:
Follow up MDR for parent record (B)(4) the sample was provided, and an evaluation was performed. The instrument was manufactured in april of 2012. The root cause of the reported issue is due to excessive force. Review of manufacturing records confirmed device conformance to specifications at time of release. Hardness of returned device was tested and found conforming to specifications. No product problems could be detected. Inappropriate use of the device by application of excessive force to the tips of the instrument may have caused the fracture. The product has been manufactured and tested according to the specifications. There have been no issues identified with the material or manufacturing process. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
See initial MDR.